Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and it passed. The receiver log was downloaded for evaluation, no related errors were observed. The receiver case was opened for internal visual inspection which it passed. A global receiver communication tool vibrator test was performed and it resulted in a vibrator noisy motor. The reported event of no vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further evaluation, the receiver case was opened and found the vibrator motor assembly was not glued in properly causing excessive noise. However, it could not be determined if this can confirm the customer's complaint. Root cause was determined to be assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was found that the root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no vibration patient experienced on (B)(6) 2014. No medical intervention or injuries were reported.